Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on lot number reported and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed on the returned sample and it was observed that there was a constriction inside the tracheal tube lumen. No constriction was observed in the bronchial tube lumen. A lumen inner diameter inspection was performed and blockage was found in the tracheal lumen. Simulation testing was conducted on a current production lot at the manufacturing facility. No constriction was observed on either the tracheal or bronchial lumens of the current production lot, and the inner diameter inspection gauge could easily pass through both lumens. Based on the investigation performed, the reported complaint was confirmed. It was found that there was a blockage in the tracheal lumen of the returned sample. A non-conformance was opened to address this issue.

Event description:
The customer alleges that part of the tube on which two limbs come together, the bronchoscope could not be pushed/passed through. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The following information was received from the manufacturing site: as part of the root cause investigation, a CAPA was opened to implement corrective/preventative actions as the non-conformance could be re-created through an inadequate drying time for the bond between the adaptor and the double lumen tube.

Event description:
The customer alleges that part of the tube on which two limbs come together, the bronchoscope could not be pushed/passed through. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that part of the tube on which two limbs come together, the bronchoscope could not be pushed/passed through. The patient's condition is reported as fine.